Manufacturer narrative:
D4 - lot #: not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was dislodged, on patient neck with trach ties still attached. No bleeding was noted around stoma site. The writer was able to pass a suction catheter through the stoma, so they attempted to insert the same size 8 portex tracheostomy tube with an obturator, but the stoma was too tight, and the attempt was unsuccessful. The writer was unable to find a size 7 portex tracheostomy tube, which was the same type but smaller. The writer was later able to find and place a size 7 tracheostomy tube on the first attempt. The patient then became tachypneic but was not in distress. The spo2 was 94 percent on optiflow at 85 percent and 50 l. The rn placed restraints on the patient. There were patient injury and no patient death.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.